Manufacturer narrative:
The customer contacted the siemens customer care center to report discordant low results on multiple analytes for one patient sample. The customer stated that after the initial sample was run the small sample container (ssc) had a drop left and looked lower than it should be. The customer refilled the ssc prior to rerunning the sample, approximately 80 minutes later, and obtained higher results for some analytes. The results of the tests that were run at the beginning of the initial run matched upon repeat. The results of the tests that were initially low at the end of the run were now giving higher results. The customer stated the patient expired from the drug overdose. The customer did not state that the laboratory results were directly related to the patient treatment or outcome and did not state that there is a linkage between the laboratory results and the patient expiring. The initial patient results were questioned by the ER at the time of receipt due to a gluc result of 1 mg/dl. No instrument malfunction was reported. No further evaluation of the device is required.

Event description:
A patient was admitted with an apparent drug overdose and later the patient expired. Discordant low results were obtained for multiple analytes- albumin (alb), blood urea nitrogen (bun), glucose (gluc), calcium (ca) and creatinine (cre2), on a patient sample on the dimension exl instrument system. The laboratory results were reported to the emergency room (ER), who questioned the results due to a gluc result of 1 mg/dl the same sample was repeated by the laboratory approximately 80 minutes later and higher results were obtained. There are no reports of injury or harm to the patient or any alteration of patient treatment based on the potential discordant low test results that were initially reported. The customer did not state that the laboratory results were directly related to the patient outcome and did not state that there is a linkage between the laboratory results and the patient expiring.